Manufacturer narrative:
On (B)(6) 2017 it was confirmed that the spo2 sensor being used was not a draeger approved sensor and that the site was not using draeger accessories. The delta IFU (page 7) states: only the items indicated on the list of accessories in the ¿accessories¿ chapter have been tested and approved to be used with the device. Accordingly it is strongly recommended that only these accessories be used in conjunction with the specific device. Otherwise the correct functioning of the device may be compromised. ¿

Event description:
It was reported that on (B)(6) 2017 a patient that was being monitored by two parameters: spo2 and pulse, was found deceased. The staff indicated there was no spo2 alarm prior to the event. Additionally, when found, the spo2 sensor was next to the patient, however spo2 continued to show saturation levels.

Manufacturer narrative:
A patient death was reported where the spo2 sensor was disconnected from the patient and did not alarm. Draeger reviewed the logs which did not aid in this investigation. Draeger tested the monitor and non draeger spo2 sensor and the reported symptom could not be verified. No failure was detected. Therefore, no root cause could be determined. Other vital parameters are available such as ECG/nibp to monitor the patient and are not affected. Note: that the draeger delta instructions for use (IFU) states that ambient light can interfere with pulse oximetry measurements if the sensor is not properly attached, causing erratic measurements or missing values. Observe proper placement and cover the sensor with opaque material if interference due to ambient light is suspected. Note that this customer is using non draeger accessories. The IFU provides the following warning ¿ only the items indicated on the list of accessories in the ¿approved options and accessories¿ chapter have been tested and approved to be used with the device. Accordingly it is strongly recommended that only these accessories be used in conjunction with the specific device. Otherwise the correct functioning of the device may be compromised. A query of similar complaints showed this is an isolated case.

Event description:
It was reported that on (B)(6) 2017 a patient that was being monitored by two parameters: spo2 and pulse, was found deceased. The staff indicated there was no spo2 alarm prior to the event. Additionally, when found, the spo2 sensor was next to the patient, however spo2 continued to show saturation levels.